Event description:
Patient complained of shortness of breath, pain and called 911. Ems had to intubate him upon arrival. His heart rate was 160 in rapid atrial fibrillation. Review of his pacemaker showed several shocks in the preceding days that were not related to heart rhythm. They were due to a fractured lead. The lead was replaced on an emergency basis. Lead was replaced without difficulty. Patient was discharged to home after two days and change in medication.====================== manufacturer response for lead, fidelis======================known recall. Lead fracture caused unwarranted shock.